Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward upon initial activation. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The device data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated by the user. No timeouts, drive stalls or alarms were observed. The device did not deploy because it was deactivated before the completion of the priming sequence.

Manufacturer narrative:
The device was received not deployed. The device data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated by the user. No timeouts, drive stalls or alarms were observed. The device did not deploy because it was deactivated before the completion of the priming sequence.